Event description:
On (B)(6) 2012, the patient called with assistance with troubleshooting the pump history. During the session, the patient mentioned he experienced a blood glucose reading of 43 mg/dl and had a car accident on (B)(6) 2011. He was treated with glucose gel and was taken to the ER. Reportedly, he was treated for a broken arm and release on the same day. The patient states that he had eaten dinner at 3-4 pm and the accident occurred at 8:30 pm. He did not recall if he tested before driving and was adjusting his insulin regimen to regulate his blood glucose at the time of concern. The subject is being sending back due to the time/date reset and history issue. This complaint is being reported because the patient received treatment suggest for a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history. The pump was exercised for 24 hours with no issues. No insulin delivery defects were found during testing.